Manufacturer narrative:
No patient was present at the time of the alleged malfunction. Suspect vertek arm has not been returned to manufacturer for further evaluation. Return of suspect device is not expected.

Event description:
A site representative reported a vertek arm that would not hold properly. The blue part is free, even when the arm is on hold. This event was reported outside the operating room, no patient was present at the time of the alleged malfunction.